Event description:
It was reported by service report that the patient right outer base tube weldment and the patient right head end caster wheel had broken off the base. Sharp edges were reported.

Manufacturer narrative:
Outer base tube weldment and caster wheel - broken off, sharp edges.